Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was surgically explanted due to exhibiting high out of range pacing impedance (greater than 3,000 ohms), pacing inhibition, high capture thresholds. A new device was implanted. Besides surgical intervention, no adverse patient effects were observed. The device is expected to be returned for analysis.